Event description:
Revision surgery carried out on (B) (6) 2010. Original implant surgery was carried out on (B) (6) 2003. The small pin on the apex modular stem was worn down but not completely sheared.

Manufacturer narrative:
Mechanical tests were performed on similar devices.